Event description:
The physician was performing a band ligation in the lower esophagus, using a multi-band ligator. The varicies were suctioned into the barrel and successfully banded. The physician prepared to do a second banding and was unable to advance the endoscope beyond the banded area. A barium swallow was administered and it was noted the lower esophagus was banded shut. The pt was monitored and three days later the band and varicies had sloughed of and the esophagus was open. The pt is in satisfactory condition.